Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device stopped providing voice prompts. This could cause a use error resulting in a delay delivering defibrillation therapy if needed. There was no patient involvement reported with the event.